Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation. No lot release and sterilization records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 42: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.

Event description:
(B)(6) called to report that the patient was having issues with the pod leaking insulin, redness and soreness upon pod removal. She believed redness could be due to maceration of tissue from the leaking insulin. She prescribed skin safe barrier cream for patient¿s skin irritation. The patient¿s blood glucose (bg) worsened due to this issue but no specific bg levels were provided. Duration of pod use and pod site not indicated.